Event description:
Philips received a complaint on the heart start mrx indicating that the ECG cable was failing. There was reportedly no patient involvement. The site clinician evaluated the device. It was determined that this was a malfunction of the ECG cable which was placed on order. The device remains at the customer site and no further evaluation is warranted at this time. The customer will replace the ECG cable to resolve the issue. It has been concluded that no further action is required at this time.